Event description:
It was further reported that the ablation procedure was indicated due to wolff parkinson-white syndrome. The physician initially attempted to retrieve the complaint device by inserting another catheter, but this did not work. During the subsequent open heart surgery to remove the catheter, the patient's mitral valve was inadvertently lacerated. The laceration resulted in the patient developing sick sinus syndrome which necessitated the placement of a pacemaker on an unknown date. The patient has reportedly become "totally disabled". The patient is unable to walk more than a 1/2 mile, has shortness of breath, nerve damage in her chest and an extensive, pronounced scar from the open heart surgery.

Manufacturer narrative:
The MDR ID has changed from 2953184-2008-00084 to 2134265-2011-02603 to reflect the change in reporting site from boston scientific-(B)(4).(B)(4).

Event description:
It was further reported that the patient was admitted for "stabbing chest pain" with palpitation and shortness of breath 4 days prior to the ablation procedure. Myocardial infarction was ruled out; however serial ekgs revealed wolff parkinson-white (wpw) syndrome. During the ablation procedure, the catheter prolapsed into the left ventricle through the aortic valve, prior to fracturing. The catheter was tangled on mitral valve chordae. The patient experienced severe mitral regurgitation. A "diligent and exhausted effort" was taken in the electrophysiology lab using "multiple maneuvers including transseptal approach through the intraatrial septum" to attempt to remove the catheter. The patient required intubation. Transesophageal echo (tee) was performed and used to monitor the extraction efforts. The patient was transferred for emergent surgery. Following the standard medial sternotomy, the right harvest was found to be beating vigorously, the heart was somewhat volume overloaded. The patient was systemically heparinized, adequate act was obtained. Full cardiopulmonary bypass was initiated once adequate act was obtained. A pulmonary artery event was placed to facilitate, right heart drainage and protection. Excellent drainage was obtained on cardiopulmonary bypass. The patient was systemically cooled to 34 degrees c. Upon opening the aorta, the catheter was readily visualized and transected. The indwelling sheath and remaining portion of the ablation catheter was removed from the femoral vessels. The articulating portion of the ablation catheter was entangled in the mitral valve apparatus to the anterior leaflet. The catheter was untwisted and removed. The mitral valve could not be inspected from this approach so the aortotomy was closed, the heart deaired and the patient weaned from cardiopulmonary bypass. Upon weaning, the mitral valve showed a large eccentric jet which was posteriorly directed and curving around the entire posterior wall of the atrium back towards the pulmonary veins. The patient was returned to cardiopulmonary bypass to re-arrest the heart and examine the mitral valve. The mitral valve was exposed through a transseptal approach through the right atrium and then through the interatrial septum. The caudal apparatus to the a3 segment of the anterior leaflet was completed disrupted. There was significant prolapse of the a3 segment. A portion of the chordae was resected. The mitral valve was repaired by plicating the a3 segment to the p3 segment. The wpw pathway was ablated using a cryocatheter. The right atrium was closed and the patient placed in trendelenburg position. Cardiac clearing was begun with bimanual compression. Ventricular fibrillation was controlled with internal conversion. Ventricular along with atrial pacing wires were placed. Once the patient was normothermic, she was readily weaned from bypass without inotropic support. The mitral valve was completely component with no evidence of mitral regurgitation. Despite correction of the patient's act, packing of the mediastinum revealed coagulopathy. The patient required 3 units of packed red blood cells, 2 units of fresh frozen plasma and 6 units of platelets. The patient was transferred to the ICU. The patient was transferred to the telemetry floor on the 5th postoperative day. While on the telemetry floor, the patient experienced complete heart block and a non-bsc pacemaker was placed on the 9th postoperative day. The patient was discharged 4 days later.

Manufacturer narrative:
(B)(4). Catalog/model # corrected from 5031tk2 to 5031tk1. Follow-up number corrected to 003 not 001 to reflect this is the 3rd supplemental MDR submitted for this case.